Event description:
Patient reported right side breast looks and feels "firm and looks abnormal due to capsular contracture", no treatment or surgical intervention indicated. Healthcare professional later reported right side "implant has fluid" and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "implant has fluid"

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Rupture: observed, one opening on anterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side breast looks and feels "firm and looks abnormal due to capsular contracture", grade iii, no treatment or surgical intervention indicated. Healthcare professional reported right side rupture. Healthcare professional later confirmed right side rupture. The device has been explanted.